Event description:
Customer reported that they suspected contamination during a aptima sars-cov-2 assay run, ml 314413. Customer stated there were negative controls invalid with high rlus and then they ran negative samples they had 2 positive results with rlus 643 and 1073. Customer reported that they suspected contamination during a aptima sars-cov-2 assay run ml 314413. Customer stated there were negative controls invalid with high rlus and then they ran negative samples they had 2 positive results with rlus 643 and 1073.

Manufacturer narrative:
Technical support (ts) reviewed the logs and determined that the rlus were at 655 for negative control and were reported as invalid by the instrument and the run was invalid with 83 invalid results. Ts advised to run 2 monthly maintenances and run negative samples to monitor. Ts also advised to decontaminate all lab surfaces. Ts confirmed the results looked successful after the cleaning procedures. No further issues were reported.